Manufacturer narrative:
The investigation tested the samples on an e 801, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The serial number for the cobas e 801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e 801 was 413768 with an expiration date of 30-jun-2020. The ft3 iii reagent lot used on this cobas e 801 was 404623 with an expiration date of 31-jul-2020. The serial number for the cobas e 602 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e 602 was 391521 with an expiration date of 29-feb-2020. The ft3 iii reagent lot used on this cobas e 602 was 396459 with an expiration date of 31-mar-2019. The serial number for the cobas e 411 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e 411 was 378826 with an expiration date of 31-aug-2019. The ft3 iii reagent lot used on this cobas e 411 was 396459 with an expiration date of 31-l-2020. All calibrations and qc at the investigation site were acceptable. The investigation concluded that all the thyroid parameter results were in concordance in relation to the normal reference ranges of the respective methods. The observed mathematically discrepant thyroid values between the various platforms are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 2 patient samples on a cobas 8000 e 801 module. The patient samples were submitted for investigation. There were discrepant results identified for elecsys ft4 iii assay and elecsys ft3 iii between the customer's e 801 module and the siemens centaur method for patient sample 1. There were discrepant results identified for ft4 iii between the customer's e 801 module and the siemens centaur method for patient sample 2. It was asked but not known if the results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer's cobas e 801 serial number (B)(4).